Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the 400 mg/dl range and a manual injection was used to address the bg level. The customer changed the supplies to the pump. Reportedly, the customer had been using the humalog in the cartridge for 3 days.